Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone16.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported that the pod was not delivering the full amount of insulin per programmed settings due to leakage, resulting in inadequate insulin delivery. The patient further stated that multiple pods (three) exhibited leakage, with a wet spot noted at the cannula insertion site and a strong odor of insulin observed. The patient¿s blood glucose levels rose to greater than 500 mg/dl while wearing the pod on the arm between 36 and 48 hours. Reported symptoms included vomiting, hyperglycemia, and severe dehydration. The patient was diagnosed with dka and was treated with insulin therapy and intravenous fluids. The patient was discharged on (B)(6) 2026. This is one of three reports (insulet reference numbers cn-6655428, cn-6655435 and cn-6655436).